Event description:
The lay user/patient contacted lifescan alleging the meter displays an unknown "ER" message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k073231.

Event description:
On (B)(6) 2010, pt reported while priming the infusion tubing, she noticed a leak at the connection to the luer lock. Pt stated that explains why her readings were elevated this afternoon. Pt reported her meter just registered 'hi'. Pt's target blood glucose range is 80-120 mg/dl. Pt stated she treated her highs with an injection of insulin. Pt reported the infusion tubing was last changed 3 days ago and it was time for her to change it today anyway. Pt is using lithium batteries. Advised pt to use alkaline or rechargable batteries. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 4 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow-up #1 (09/20/2012) - device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.